Event description:
Procedure type: total laparoscopic hysterectomy. According to the rptr: during suturing of the vaginal cuff, the dr accidentally pressed the release button and the needle came off into the pt's tissue. The suture also disengaged from the needle and then the needle was unable to be retrieved from the pt's tissue. The dr initially left the needle in the pt. The pt returned to surgery in 2008, and the needle was located and retrieved.